Manufacturer narrative:
This report is to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is due to damage on the objective lens. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the bronchofibervideoscope monitor shows an unrestorable white screen with no image. There were no reports of patient involvement.